Event description:
Pt underwent test spots to the neck for hair removal with the lightshear treatment head of the lumenis one device. The pt experienced blisters, peeling, and hypopigmentation in the areas of the test spots. Per the customer, the burns were second degree; partial thickness. Pt's was skin type vi. Per customer, based on the appearance of the treated areas at the f/u visit, it was not possible to rule out scarring. Per the customer, the pt reported a history of laser hair removal at another location with similar results (burning and also scarring).

Manufacturer narrative:
Per lumenis svc, the lightsheer treatment head calibration was okay (in spec) and the lumenis one device operated properly apart from an eprom error that did not relate to the incident. Both combinations of treatment parameters reported by the customer are consistent with the lumenis presets for treatment of coarse hair on type vi skin. Per the collective opinion of lumenis svc and the lumenis clinical educator, if the customer did a test spot at the lowest possible setting and the pt was injured, then the pt is probably not a candidate for hair removal using lightsheer. It is possible that occupational and sun exposure contributed to the pt's injury. No further conclusion can be drawn regarding root cause. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter date 7/25/06.